Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 125 ohms. Technical services (ts) recommended to adjust the upper limit to 150 ohms when the patient is in clinic. This rv lead remains in service. No adverse patient effects were reported.